Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Customer reported that she had changed set and reservoir, but it recurred. He was delivering a bolus when the no delivery alarm occurred. During a fixed prime, insulin did not exit and the insulin pump alarmed no delivery. Customer was advise to disconnect and reconnect the reservoir and infusion set. Upon pushing insulin through with a plunger, the insulin did exit but there was greater than normal resistance. It was explained the alarm was caused by the set and reservoir connection. Customer was advised to change the infusion set. Nothing further reported.